Event description:
During an operative procedure, the device was being used to staple. However, the ends of the staple criss-crossed which made them ineffective. Several of these staples had to be removed from the pt. Another device was used to complete the procedure.